Event description:
Attorney reported: on (B)(6) 2002 - pt underwent hernia repair with composix mesh. On (B)(6) 2009 - pt underwent explant of composix mesh. Pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Although medical records were not provided, the attorney report indicates that the pt was treated for a probable infection and adhesions. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Adhesions is a known possible adverse reaction listed in the IFU. Based on the currently available info, it is unk whether the device may have caused or contributed to the reported event. Additionally, the device has not been returned for eval. No conclusion can be drawn at this time.